Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The insulin pump has minor scratches on the lcd window.

Event description:
Customer's father reported via phone, the act and esc buttons on the insulin pump were unresponsive. Customer's blood glucose was 138 mg/dl. Customer's father reported the customer was at the pool and that may have been the issues. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return the device for further analysis.